Event description:
It was reported that during use urine did not drain properly from the drain bag bladder emptying problem. No urine in the receptacle, even though the patient has urine in the bladder. Having to go back and forth with the hose to ensure effective emptying for minutes at a time. From 15 ml to 150 ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "instructions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. D. If specimen is required, see instructions for using urine sampling port.". Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use urine did not drain properly from the drain bag bladder emptying problem. No urine in the receptacle, even though the patient has urine in the bladder. Having to go back and forth with the hose to ensure effective emptying for minutes at a time. From 15ml to 150ml.